Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot d739 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot d739 for the reported issue shows no trends. Trends were reviewed for complaint categories, photoactivation module leak and blood pump error alarm. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Device not returned.

Event description:
Customer called to report a blood pump error alarm occured during photoactivation phase of the procedure. Customer opened the photoactivation chamber door to check for a leak, and confirmed a leak is present. Customer aborted the treatment, no treated blood was returned to the patient. The patient was stable. The customer will not be returning product.